Event description:
Perclose device used following cath procedure. Cutting device that accompanies the perclose could not cut the suture effectively. Obtained another cutting device and it worked fine.